Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. Only the lens was returned in four pieces. Loose fibers/particles were observed on the pieces and is related the handling of the unit out of a sterile environment. Residue of lubricant material was observed on lens pieces. One of the lens pieces was observed with a detached haptic. The detached haptic piece was not returned. The condition in which the sample was returned is consistent with a lens that was implanted and explanted. The complaint issue reported could not be verified. Manufacturing record review: he manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed no additional investigation requests received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient¿s left eye. Reportedly, it was a complicated iol, and the lens did not correct vision to help patient not need glasses. Lens from another manufacturer was used as replacement for the patient. There was no incision enlargement, no sutures and no vitrectomy performed. Patient was doing good at discharge. No further information provided.